Manufacturer narrative:
A1: full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access reagents were not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter customer technical support (cts) assisted the customer over the phone. Cts provided a carryover procedure to the customer and instructed the customer to perform the procedure, and if it passes, to run quality control (qc). Customer stated carryover and qc were passing. Customer then repeated two samples which were running at the time the sample probe entered the gel; customer stated that while those two samples' results had slight variation, it did not affect interpretation. In conclusion, the cause of this event is a malfunction.

Event description:
The customer reported obtaining erroneous non-reproducible erratic results for several assays including pth (access pth, part number a16972 and lot number 337979), ferritin (access ferritin, part number 33020 and lot number 234661), vitamin b12 (access vitamin b12, part number 33000 and lot number 338086) and vitamin d (access 25 oh vit d for use on dxi, part number a98856 and lot number 234854). There was no report of injury and no change to patient treatment or management in connection with this event. The customer stated that the samples were clear. Pre and post event qc (quality control) were in range. The customer stated that the sample probe had entered gel and they changed the sample probe and cleaned the wash tower. The customer observed a clog in the tower tubing and cleaned our as much as possible with methanol and swab. The customer then rebooted the instrument and initialized to ready mode. The customer primed the sample probe 12 cycles and then ran a passing special clean. Customer technical support (cts) assisted the customer over the phone.